Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Possible lot numbers: 14576654, manufacturing date: 12/02/2025, expiry date: 11/01/2028. 14217619, manufacturing date: 12/21/2024, expiry date: 11/01/2027. 14443213, manufacturing date: 07/18/2025, expiry date: 06/01/2028. 14484243, manufacturing date: 10/01/2025, expiry date: 09/01/2028. 14104135, manufacturing date: 10/16/2024, expiry date: 10/01/2027.

Event description:
It was reported that a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch, generated a leak from the vent above the chamber, toward the end of the infusion, and the bag was empty. There was patient involvement and no patient harm. The medication involved in the event is paclitaxel and normal saline. Titrated infusion, started at 20ml/hr and gradually increased to max rate of 300ml/hr. The leak occurred at the end of the infusion, so the rate should be at 300ml/hr. The drug is infused via central line. The product is contaminated with chemotherapy drug.